Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had bulb was replaced it keeps jumping to a spare lamp. The issue was found during set up of the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing lamp screw and washer, wrong screws was installed, damaged lamp and corrosion on scope socket. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "even though the bulb was replaced it keeps jumping to a spare lamp" was due to damaged lamp. Missing lamp screw and washer, hence wrong screws was installed and made damaged to the lamp. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.